Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise observed on the device. Technical support (ts) was contacted and identified the cause of the noise as post-paced t wave oversensing. Ts recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.